Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's pacemaker was explanted due to infection and sepsis. The patient was hospitalized. Following the explant due to infection, this device was used for external temporary pacing support. The device and temporary lead were later taken out of service. No additional adverse patient effects were reported.